Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving drain alarms prior to the leak and the treatment was cancelled. The patient believed the leak came from the cassette. A click and humming noise was also reported to occur prior to filling the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. During dwell 2, the heater bag (hb) started filling up with the last bag (lb). The lb option was set to no. The patient was advised on how to change the lb option when treatment completes. Upon follow up, the patient acknowledged the reported event and that moisture was found within the pump module when the cassette was removed after treatment. A draining slowly alarm occurred prior to the leak. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient reported that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving drain alarms prior to the leak and the treatment was cancelled. The patient believed the leak came from the cassette. A click and humming noise was also reported to occur prior to filling the patient. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. During dwell 2, the heater bag (hb) started filling up with the last bag (lb). The lb option was set to no. The patient was advised on how to change the lb option when treatment completes. Upon follow up, the patient acknowledged the reported event and that moisture was found within the pump module when the cassette was removed after treatment. A draining slowly alarm occurred prior to the leak. There were no holes or damage found on the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient reported that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.